Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system heard beeping tones from the device. Battery longevity is at eight months. Technical services (ts) reviewed device data and found the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements measuring greater than 2,000 ohms back in may. Ts recommended checking the device and clearing the tones. At this time, the device and (B)(6) lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).